Event description:
12:00pm resident turned wheelchair over to the left side. Staff found resident lying on floor on left side. Blood noted from left eyebrow area. Bruise and bump at the site. Bruise to left elbow and left shoulder joint area red. All eight spokes of left front wheel were broken.